Event description:
No complaint stated.

Manufacturer narrative:
Investigation is not complete. User facility would not provide their report, but did give us their FDA/medsun report number. Trends will be evaluated. This report will be updated when the investigation is completed. This is the same report as 1043534-2009-00246, 00247.